Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient underwent a surgical procedure due to mastoiditis. Following the surgery, the patient experienced a performance decrement with device use. The implanted device remains insitu. It is unknown whether there are plans to explant and reimplant the patient, as of the date of this report.